Manufacturer narrative:
An event of a valve frame blocking the coronary ostia was reported. The investigation found that the sewing cuff was intact and contained blood/body fluids. All three stent posts were normal in appearance. All three leaflets were flexible and contained no tears, perforations or anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 21mmstented porcine,aor,epic supra was implanted in a patient. After valve replacement, the valve frame blocks the coronary ostia, the heart stops beating, the biological valve is withdrawn after the second thoracotomy, and a 21mm regent heart valve was replaced. The patient is stable.